Manufacturer narrative:
The investigation has determined that higher than expected troponin I es results on multiple patient samples using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system. A definitive root cause could not be determined. There is no evidence a malfunction of the vitros system contributed to the event. However, based on the information provided, a reagent or instrument issue cannot be entirely ruled out as contributing factors. Pre-analytical sample processing could not be ruled out as a contributing factor as it could not be confirmed if the customer is following the sample device manufacturer¿s recommended guidelines for sample centrifugation. Cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained higher than expected troponin I es results on two patient samples using vitros troponin I es (tropi) reagent on a vitros eci immunodiagnostic system when compared to "normal" results obtained from the patients using an undetermined troponin I method. The customer did not define "normal" as it pertains to the other troponin I method. Patient 1 tropi es 0.067 ng/ml (>url) vs. Expected normal result. Patient 2 tropi es 0.058 and 0.055 ng/ml (>url) vs. Expected normal result. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es patient results were reported outside of the laboratory. Ortho clinical diagnostics (ortho) has not been made aware of any allegations of patient harm as a result of this event. (B)(4).